Event description:
Ous MDR - at pre-hospital discharge, loss of capture and no ventricular sensing was noted. An x-ray image of the lead showed the tip was in a more advance position with respect to the implantation image, also a perforation was noted. On 30/04/15 the lead has been successfully repositioned, without pericardial effusion, and repositioned in the septum area. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.